Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the patient¿s parent reported that the patient experienced an issue with the sensor. No cgm (continuous glucose monitoring) values or symptoms were specified. The patient¿s parent called paramedics, and after the patient arrived at the hospital, the bg finger stick value was 997 mg/dl. The patient was diagnosed with dka (diabetic ketoacidosis) and admitted to the ICU (intensive care unit) for treatment. The nurse at the hospital said that the cgm readings were ¿all over the place.¿ at the time of the call, the reporter (patient¿s parent) stated the patient had been admitted the ICU with diabetic ketoacidosis two times in separate events because of issues with the cgm. Dexcom technical support made several attempts to obtain additional specific patient and event details however no other details were provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.